Event description:
It was reported to philips that the allura device would not boot up at 00:00. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not functioning properly. Analysis of the system log file showed that there was malfunction with the flexvision pc. During troubleshooting, the fse checked power supply and connection to the flexvision pc. The fse accessed b cabinet in the machine room and pressed the power button on in front of the flexvision pc to manually start the device, which resolved the issue temporarily. The issue reoccurred and flexvision pc was replaced in the subsequent case. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.